Manufacturer narrative:
Approximate age of device - 3 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a driveline infection with an onset date of (B)(6) 2015. The patient underwent a heart transplantation on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The explanted device was retained by the hospital and was not available to be returned for analysis. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document, as well as the patient handbook, outline care instructions in regards to preventing infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.